Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarms. The customer blood glucose level was low at the time of incident. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer states the insulin pump not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was not able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.